Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit went to ventilator and inoperative, the customer requested for annual preventative maintenance (pm). The customer reported that there was no patient involvement.